Manufacturer narrative:
(B)(4). Eval summary: the handpiece was returned with the nose cone cracked. The device was tested with a gen04 and an error code 5 was noted. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary eval revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. Furthermore, the handpiece no longer meets the specifications for continuity. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that the handpiece stopped working during the gyn case. Replaced the handpiece and completed the case with no pt consequence.